Event description:
During a laparoscopic myomectomy, dr. Noted that one of the karl storz laparoscopic tenaculae broke while in use inside the patient. Upon examination, it was noted that one of the prongs of the tenaculum had sheared off at the hinge. The instrument was removed from the patient and the broken prong recovered with no injury noted to the site it was found at. The two pieces were sequestered off of the field and storz representative was called to the room to inspect the instrument. Per his assessment, the instrument had broken only into two pieces, both of which had been successfully recovered from the abdomen.